Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving hydromorphone (2.0 mg/ml at 0.6003 mg/day)and bupivacaine (15.0 mg/ml at 4.502 mg/day) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had intermittent difficulty connecting the pump and the ptm to activate a bolus on (B)(6) 2018. An ultrasound was performed, on (B)(6) 2018, and revealed the pump had flipped in the pocket resulting in the difficulty activating the ptm as well as difficulty interrogating the device. A plan was made for pump pocket revision. Surgical observation was performed, on (B)(6) 2018, and it was noted the pump dislodged from suture loops. The pump was re-positioned and returned to the correct position and re-anchored. The device diagnosis was pump inversion and it was indicated the event was related to the device or therapy. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient reported intermittent difficulty activating the ptm. The flipped pump resolved without sequelae on (B)(6) 2018. It was noted that the difficulty activating the ptm was resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the cause of the pump inversion was not known. The patient's baseline weight was (B)(6). No further complications were reported.